Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was 468 mg/dl. The customer connected the pump to a power source to charge and the pump turned on. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.